Manufacturer narrative:
There is now a reported skin breakdown and topical antibiotics. This report is submitted on july 28, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.